Event description:
Patient was revised to address pain, osteolysis and instability. Loosening of the tibial component at the cement/bone interface was also reported, but is not the subject of the complaint because the manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
Additional narrative: although the devices were not returned for evaluation, provided x-rays confirmed the reported osteolysis. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.